Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was determined that the underside or backside of the supply bag of the homechoice cassette was wet, indicating a possible leak which is known to cause the reported alarm. The cause of the leak was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was determined that the underside of the empty supply bag was wet. Renal therapy services advised the caregiver to contact the peritoneal dialysis registered nurse that the therapy was not completed. Rts reviewed the proper procedures per the user manual together with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.